Manufacturer narrative:
B5. Additional information received; it was reported the type ia and graft infolding was first observed 5 days after the index procedure. B3. Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis the reported infolding and proximal endoleak was confirmed on the films provided. Although the exact cause could not be determined, it appears likely that oversizing of the bifurcate within the ovoid shaped aortic neck led to the radial infolding. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. It is possible that implantation of a 36mm diameter bifurcate into a proximal neck with an aortic flow lumen in areas of ~24mm diameter, may have led to the infolding, which most likely initially occurred during implant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 55mm aaa it was reported the index procedure went as planned and that no obvious endoleak was observed during final contrast run. It was reported a scan was performed after surgery and before discharge where infolding of the neck below the renal artery was observed along with a type ia. A CT taken 1 month post discharge showed the infolding to be the same and no rapid expansion was noted. Per the physician, the cause of the event was due to oversizing as the vessel diameter was 23mm directly under the renal artery, and was expanded to 32mm from there; the aneurysm insertion part was 27mm, and the neck length was 33 mm. Landing could not be performed without using a 36mm device, so an oversized 36mm device was used for directly below the renal artery. No additional clinical sequalae were reported and the patient will be monitored.